Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate ii lvas could not be conclusively established through this evaluation. The account communicated that the patient expired on (B)(6) 2017. The cause of expiration was unknown. No alarms were reported for this event. Multiple requests for additional information were sent to the account; however, no further details were provided. Heartmate ii lvas has not been returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired. The cause of death is unknown. Additional information was requested but not provided.